Event description:
On (B)(6) 2009, the pt reported an insulin leak on one occasion. She stated the leak was minimal. No further info was provided. Further attempts to follow up with the pt were unsuccessful. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.